Event description:
The user facility reported that the weld broke on the housing during a procedure. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no clinical surgical delay.

Manufacturer narrative:
The reported event was confirmed. A picture was attached to intake. It was visually observed the weld was compromised.